Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing emi on the atrial and ventricular channels of the pacemaker (pm). No changes or intervention was performed. The patient condition was stable.